Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she was at the gym, removed her insulin pump, and during her class, the insulin pump began alarmed button error. The customer's blood glucose was 345 mg/dl. The customer did not observe any significant events leading to the alarm. She declined to troubleshoot for the high blood glucose. She treated with the insulin pump prior to receiving the button error. Her most recent blood glucose was 286 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. Unable to perform the rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. The pump also had minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, and a missing reservoir tube o-ring.